Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device tested out of specification on uplink tests and it was noted that the cable was twisted and that it passed tests using a known, good cable. It was additionally noted that its lens was cracked. The device was being sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.